Event description:
It was reported that the patient exhibited an oozing pocket, which is an indication of an infection. The contribution of this right ventricular (rv) lead to the infection cannot be ruled out. Products remain implanted and in-service while the patient is healing. No additional adverse patient effects were reported.